Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) of reza0147 showed no other similar product complaint(s) from these lot numbers.

Event description:
(B)(6) 2015 per MDR: reportedly, while inserting PICC line, the rn met with resistance. She was able to pull back and manipulate the PICC line, but at a certain point could not move it either way. Interventional radiology was consulted and an x-ray was taken which showed the line knotted in the vessel. It was surgically removed the following day.